Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-08748. It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device & delivery system (wds) was inserted into the watchman access system (was). After deployment of the closure device the physician noticed st segment elevation. Transesophageal echocardiogram (tee) revealed reduced left ventricular (lv) wall motion and the appearance of bubbles were visualized. The anesthesiologist gave the patient oxygen and vasopressors and within 5 minutes or so the signs of the air complication resolved. The closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. It was noted that there was no air present when prepping the wds or was. The patient woke up from anesthesia and passed a neural examination. No further complications were reported and the patient's status is fine.